Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited cut on the pink probe, deep dents on the c-body (distal end), peeling of cement around the lg lens (light guide lens) and objective lens, and missing silicone adhesive around the forceps cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.